Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flowmeter. During testing, it was confirmed that the device shows no flow. Circulation pump was functioning properly. Circulation pump was replaced. After the replacement - calibration and safety check performed. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had defective flow sensor and needed to be replaced. As per review of wo on 12jan2023, there was no patient involvement. Per follow up information received via email on 03feb2023, a flow rate alarm had occurred. Circulation pump was changed. The date of event occurred was 08jan2023, no flow rate to in the delivery line and to the pads.

Event description:
It was reported that the arctic sun device had defective flow sensor and needed to be replaced. As per review of wo on 12jan2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.